Event description:
Reference number (B)(4). Event occurred in turkey on 20-august-2024, it was reported by the patient that he was hospitalized for two days due to hyperglycemia and high ketones. High blood glucose level was 500 mg/dl and treated by manual insulin. Patient was hospitalized from (B)(6) 2024. No further information was available.

Manufacturer narrative:
H1: patient city: (B)(6) patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.